Event description:
During index procedure one endeavor sprint rapid exchange drug eluting stent was implanted in the distal lcx. One day post index procedure, it was reported that the patient's cardiac enzymes increased and a myocardial infarction occurred. It is reported that the patient was admitted with an acute non stemi non q wave mi. Enzyme rise reflects progression of the mi which began pre-enrollment. Location of infarction was non determinable. It is reported that the event was of moderate intensity. The patient is reported to have recovered without treatment and was discharged one day post index procedure on asa and clopidogrel. The investigator indicated that the reported event was not related to the study stent/procedure.

Manufacturer narrative:
(B)(4). Evaluation: (mi).